Event description:
Healthcare professional reported left side "small amount of peri- implant fluid again identified." Healthcare professional later reported anxiety, and subtle enhancement of the capsule surrounding the implant. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma-late.

Event description:
Healthcare professional additionally reported left side "extensive hyaline fibrosis and foreign body granulomas.¿ device has been explanted.